Event description:
The device was being used to treat a bradycardic pt. The device was attached to the pt using a modified therapy cable, fitted with a heartstream adapter and electrodes. The pacing function was initiated and pacing was begun. The device reportedly stopped pacing by itself and then would not turn back on at first, then, turned back on after several attempts. There were no adverse effects to the pt as a result of the reported event.